Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It was reported that the emboshield nav6 was being used to treat the popliteal artery. It should be noted the emboshield nav6 embolic protection system electronic instructions for use(IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Additionally, the IFU instructs: do not continue to retract the barewire filter delivery wire against significant resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified popliteal artery via atherectomy. An emboshield nav6 lg 190 embolic protection system (eps) was prepped and deployed using the provided barewire guide wire without issue. Atherectomy was completed. When advancing the nav6 retrieval catheter (rc) for filter recovery, no resistance was felt and the filter was about 80% captured, when the barewire guide wire tip separated in the patient. The 80% captured filter was withdrawn using the same nav6 rc with resistance felt against the barewire and force applied. The wire tip was snared. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.